Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "the pt, 8 year post operative, was a chronic dislocator, so the surgeon revised."